Event description:
Information was received that the device and leads were explanted due to infection.

Manufacturer narrative:
Device evaluation is currently in process. A follow-up report will be completed once the investigation is complete.